Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient and patient's spouse that the patient experienced low heart rate and it was noted to be lower than the set lower rate of the implantable pulse generator (ipg). Device remains in use. No further patient complications have been reported as a result of this event.